Event description:
It was reported patient presented at the hospital for an unrelated to device reason. Physician noted via an x-ray image that the right ventricular lead was pulled back near the device pocket. The pacing and tachycardia therapy was disabled at the time. The lead was explanted and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure. Physician did not suspect any lead issue.

Manufacturer narrative:
The helix mechanism/extension test was not performed due to the condition of the lead as received. The lead was otherwise normal.